Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, ai indicates that the returned right ventricular (rv) apex lead was returned. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular apex (rv) lead was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The rv apex lead was explanted.